Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error alarm. Customer's blood glucose value was unknown. The customer assisted with troubleshooting. Customer stated that they was able to complete rewind. Customer stated that the insulin pump was not exposed to extreme temperatures. Customer stated that they received power error detected several times. Customer stated that they checked alarm history and power error detected recurred for several times within a week. Customer was advised to stop using the insulin pump and refer to back up plan. The device will be returned for analysis.